Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, that a customer experienced an issue with the universal surgical manipulator 2 (usm2), receiving a system message indicating that the insertion axis was not free to move and to check for obstructions. The customer had already replaced the instrument arm drape and confirmed no binding material around the usm arm carriage, but the problem persisted even after a da vinci system reboot. The customer decided to continue the surgical procedure using usm1, usm3, and usm4. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, all searchlight, cva, and hall sensor assemblies were inspected, but no faults could be identified. The complaint regarding an error indicating axis was not free to move was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.